Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-june-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a cup in the incubator under the cover causing intermittent slipping. The fse removed the cup and cleaned the rotor. The fse also found a cup between belt for dispense lane. Fse ran quality control with no issues. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was related to a test cup found under the cover in incubator.

Event description:
On (B)(6) 2015, a customer reported a 4275 incubator slipping error while operating the aia-900 system. The customer found dropped cups which she cleared. Since then, the aia-900 was running but the customer heard a noise when the incubator moved. The customer was concerned that there may be beads under the rotor. On (B)(6) 2015 there were sorter not picking up cup errors and the customer shut the instrument down. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg reproductive hormone, pth kidney marker, ck-mb cardiac marker and ctnl2 cardiac marker. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.